Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and was charging for extended periods of time. The patient underwent an ipg explant procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was disposed of by the facility.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and was charging for extended periods of time. The patient underwent an ipg explant procedure. No further information has been obtained.